Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the product was returned for testing ton this investigation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Five potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. The sample was found to have no problem with fitting into the trocar. The returned laser probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery tip of an ophthalmic laser probe could not be inserted into the trocar. Procedure was completed using another probe. There was no patient harm. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).